Event description:
Central line was placed in pt, hub and extension tubing broke. Second central line was placed, subsequently, the pt developed a pneumothorax. The physician placed a chest tube to relieve the pneumothorax.

Manufacturer narrative:
Eval: customer returned one used device for cook inc. To evaluate. The complaint catheter had separated at the distal extension hub. Upon examining the proximal end of the extension tubing, the tubing did not have a straight cut, but had a "v" shaped jagged edge on one side. The hub was not returned with the device so we could not dissect it to examine for tubing still present in the hub. Returned product was also reviewed by our vendor. Indicated that from the condition of the extension tube that the tubing elongated and separated inside the hub. Based on the condition of the tubing (jagged "v" edge), indicates that the tubing may have been pulled out of the hub with abnormal axial force.